Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had carpal tumel surgery on my right wrist just 3 month after essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced cyst ("my left wrist has a cyst fluid around the joint and inflamed tendon") and tendonitis ("my left wrist has a cyst fluid around the joint and inflamed tendon"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal, cyst and tendonitis outcome was unknown. The reporter considered cyst, medical device removal and tendonitis to be related to essure. Amendment: the report was amended for the following reason: coding correction: the event "my left wrist has a cyst fluid around the joint and inflamed tendon" was recoded to wrist cyst and tendon inflammation. No new follow-up information was received from the reporter. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I had carpal tumel surgery on my right wrist just 3 month after essure') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced arthralgia ("my left wrist has a cyst fluid around the joint and inflamed tendon"). The patient was treated with surgery (essure removal). Essure was removed. At the time of the report, the medical device removal and arthralgia outcome was unknown. The reporter considered arthralgia and medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.